Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The following cosmetic damage was found: minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube lip, and a cracked lcd window. There was no evidence of moisture damage inside of the pump. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 295 mg/dl. Troubleshooting was initiated for the button error alarm. The customer confirmed that there was a crack on the pump from dropping it last year, and that there's condensation within the lcd screen which she believes is sweat. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.